Manufacturer narrative:
Batch review performed on 31 july 2024. Lot 188618: (B)(4) items manufactured and released on 08-feb-2019. Expiration date: 2024-02-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 1 year 2 months after the primary, the patient came in reporting pain. The cause of the pain is unknown. A synovectomy was performed and a poly swap from 12mm to 13mm. The surgery was completed successfully.